Event description:
It is reported that patient has had problems with the implant since her initial surgery in (B)(6) 2011. Patient says her hip dislocated for no reason less than one month after the implantation. Patient says the pain was excruciating. Patient had surgery in (B)(6) 2011 to repair the hip.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.